Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic repair of a left indirect primary inguinal hernia under general anesthesia on (B)(6) 2010 and mesh was used. The patient indicated on the (B)(6) patient follow up questionnaire that they noticed that the hernia recurred and it was confirmed by physician examination on (B)(6) 2011. The patient was referred to the surgeon but the patient did not show up for his appointment and has since moved to (B)(6).